Event description:
Information was received indicating that the morning dose on a smiths medical cadd-legacy duodopa ambulatory infusion pump was 2.9 ml instead of 0.2 ml. Per reporter it was unknown how the programmed setting was changed. It was reported that subsequently the pump setting was adjusted. No adverse patient effects were reported.